Event description:
The customer contact reported a leak; subsequently, blood loss was noted. It was reported that after the nurse connected the male t-connector of the tubing set to the patient's catheter, an unspecified volume of blood leaked from the connection. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).